Event description:
It was reported that during insertion the doctor could not advance the guide wire into the subclavian vein. The guide wire bent and a new kit was opened to complete the procedure. It was unknown if there was a delay in treatment. There were no patient complications, injury or death.

Manufacturer narrative:
(B)(4).